Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump housing split, consistent with a loss of or failure to bond affecting the display component, and the patient had backup therapy available while awaiting a replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem of the device enclosure consistent with a component issue involving the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.